Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint was confirmed through device analysis. The cause was damage on the downstream occlusion (ds)o) seal. Replaced the dso seal to fix the issue. The device passed all functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device has a delaminated downstream occlusion (dso) seal. Discovered during testing. There was no patient involvement.